Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) procedure was performed due to unknown reason. The previous device was removed and a new aus system was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The aus was replaced due to fluid leak from unknown source. The patient had a good outcome with no adverse events.